Event description:
(B)(6) 2023 (B)(6) - it has been confirmed while discussing with dr (B)(6) that there were no complications or death related to the abbott ¿tacticath¿ and flexability¿ catheters.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident remains unknown.

Event description:
Related manufacture ref: 3005334138-2023-00524, 3005334138-2023-00525, 3005334138-2023-00526 the following was published in the egyptian heart journal 75.1 springer science and business media deutschland gmbh. (Dec 2023) in an article titled "ablation targets of scar-related ventricular tachycardia identified by dynamic functional substrate mapping, mohammad gamal elewa. In this randomized single-blinded prospective clinical trial, 40 consecutive patients presenting to university hospitals for ablation of ventricular tachycardia were evaluated for participation in the study from october 2021 to january 2023. One patient experienced ventricular fibrillation and received an external shock. Another patient experienced an iatrogenic atrioventricular block with no intervention reported.